Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. After the 3.50x20mm taxus liberte stent was removed from the protective hoop, damaged the edge of the stent was noted. The procedure was completed with a different device. No pt complications were reported. Pt status was reported as "good."

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).